Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg would not power up. Fluid was found inside the device and the main printed circuit board (pcb) was contaminated. It was also noted that the hanger assembly was broken and the upper case, keypad, encoder assembly, four knobs, the lower case, the main seal, liquid crystal display (lcd), display frame and display grommets, insulator label, display frame screws, four encoder nuts and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power up. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.